Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 150 mg/dl. The customer changed supplies and resumed insulin. However, the customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue.